Event description:
Patient was brought to the operating room. Per surgeon's report: a time-out was completed verifying correct patient, procedure, site and positioning. General anesthesia was induced, and central venous access was obtained. An arterial line and foley catheter were placed. A swan-ganz catheter was positioned, and a tee probe was placed. The patient was then positioned, prepared and draped in a sterile manner. A median sternotomy was performed. The left internal mammary artery was harvested from the level of the subclavian vein to the level of the arterial bifurcation; the left pleura was opened during this portion of the procedure. Arterial and venous branches to the anterior chest wall were clipped and divided sharply or with the bovie electrocautery. Saphenous vein was harvested endoscopically from the right lower extremity. During the harvest of the saphenous vein, they were using the vasoview hemopro 2. After several minutes, the device suddenly stopped working, in that it did not cut anymore. The device was changed, and the procedure went on without any further incident. Following this, the lower extremity incisions were irrigated and then closed in layers in the standard fashion. No patient harm occurred.